Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture (baker grade IV). Concomitant products: mentor memorygel breast implant gel breast prosthesis, catalog #3504004bc, serial : (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 425cc gel breast prosthesis developed capsular contracture (baker grade IV) in her left breast. Capsular contracture was diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 375cc gel breast prosthesis and a mentor memorygel breast implant 350cc gel breast prosthesis on (B)(6) 2019.